Manufacturer narrative:
The investigation of the returned expiratory channel printed circuit (pc) board has been completed. This board contains electronics which include microprocessor for control of the safety valve functions in the inspiratory section of the device. The returned pc board was installed in a reference system for simulated use testing. Test ventilation confirmed the reported issue. Electrical measurements on the expiratory channel pc board showed that a capacitor in the pull magnet supply circuit was shorted, which caused the safety valve to always be in open state. A failure in the pull magnet supply circuit will lead to a stop in ventilation if the safety vale is not in its predetermined state. Appearance of this failure will be notified to the user by generated high priority alarms and a technical error code. If the fault is present it will be detected during pre-use check. Evaluation of the received device logs showed that two technical errors, one indicating that an internal supply voltage was too low, and the other that the safety valve was open, had been generated on several occasions. The pre-use check failed several sub tests due to that the safety valve was open causing a too low inspiration pressure and leakage. The conclusion in this matter is that the reported issue was caused by a shorted capacitor on the expiratory channel pc board, that is part of the safety valve function.

Event description:
(B)(4)

Manufacturer narrative:
The ventilator was investigated by our distributor and the expiratory channel printed-circuit (pc) board was found faulty and was replaced. This pc board contains electronics which include a microprocessor for control of the safety valve functions in the inspiratory section of the device. The pc board was not returned for investigation, but device logs were exported and sent for further evaluation. Evaluation of the received device logs showed that two technical errors, one indicating that an internal supply voltage was too low, and the other that the safety valve was open, had been generated on several occasions. The pre-use checks tests failed several sub-tests due to the safety valve being open causing too low of an inspiration pressure and leakage. Based on previous investigations of similar faults, our conclusion is that the reported issue was caused by a shorted capacitor on the expiratory channel pc board. A failure leading to the observed technical error codes will lead to a stoppage in ventilation. Appearance of this failure will be notified to the user by the generated high priority alarms and the technical error codes. If the fault is present, it will be detected during the pre-use checks tests.

Event description:
(B)(4).

Event description:
It was reported that the ventilator failed the internal leakage sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).